Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic evaluation of the returned device revealed that the delivery wire was bent, probably due to handling during use. The coil was found to be stuck inside the microcatheter. The coil was retrieved and observed to have broken at the proximal main coil junction. In addition the coil suture was broken and the main coil was found to be kinked and stretched. A functional evaluation could not be performed due to the condition of the coil. Information available indicated that the customer had confirmed that the target coil was observed to be in good condition prior to use. In addition, it was reported that the coil encountered resistance during advancement as well; therefore, the physician removed the coil and microcatheter together and replaced them both. It is possible, that the main coil became jammed in the microcatheter due to some anatomical / procedural factors contributing to the main coil break as well as additional damages. Therefore, based on all available information and device analysis operational context was assigned to this investigation.

Event description:
Analysis of the returned product revealed that the main coil was broken. There were no clinical consequences to the patient due to this event.